Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings (suspend) issue. The reporter stated that the patient had a blood glucose (bg) of 559mg/dl with polydypsia and now it is down to 535mg/dl. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the patient admitted to multiple suspend and resumes. This report is being made due to the patient¿s alleged hyperglycemic event that resulted from the patient suspending and resuming pump multiple times.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient suspending and resuming pump multiple times).